Event description:
On (B)(6) 2012 the reporter, a nurse, contacted animas to report that on (B)(6) 2012 at 4:30 am the patient was admitted to the hospital. The patient's blood glucose level was 427 mg/dl and he suffered the symptom of vomiting. The patient was treated intravenously with insulin and removed from the pump. Troubleshooting and a review of the pump history revealed that on (B)(6) 2012, the patient had not primed the pump after a cartridge and infusion set change, which may have contributed to under-infusion of insulin. On (B)(6) 2012 the prime volume was 0.6 units, and on (B)(6) 2012 the prime volume was 0.0 units. All other pump settings were correct, the basal setting was correct, and the total basal/bolus total doses correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not priming the pump after replacing the infusion set. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was hospitalized afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.